Event description:
When exporting a drr, the center of the image is different from the center of the drr in preciseplan (up to 3mm). This is applicable to version 2.03 and 2.11.

Manufacturer narrative:
This product was not being used on a pt at the time of use, therefore, there was no pt injury. Investigation is currently taking place. Once the investigation is completed a f/u report will be provided.